Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that the patient underwent an initial surgery approximately 9 months ago. It went well however in an x-ray taken about 3 weeks ago it was found that an unknown substance remained in the patient's body. The surgeon believes it to be a fractured piece of the juggerstitch's needle. The surgeon and the patient decided on observing the progress without removing the unknown substance. Attempts have been made and there is no further information at this time.